Manufacturer narrative:
A not reportable initial MDR assessment was determined on 06/05/2015 for the complaint received on 05/15/2015. The complaint sample (omnipod) was returned to insulet complaint department on 06/26/2015. Upon completion of the device investigation, there was evidence of an internal leak. The root cause was determined to be a "leak at reservoir o ring" ((B)(6) 2015). The leakage through the o-ring could have resulted in the omnipod delivering and insufficient amount of insulin, which could have contributed to the reported hyperglycemia. As a result of identify this failure mode with the original complaint, it is now a reportable adverse event. Lot release records were review and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: time: 8:00 pm, bg (mg/dl): 188, cho (g): correctional bolus (exact dosage was not provided), bolus (u); 9:30 pm, 187; lunch time, 362, 3.00; 1:20 pm, 372, 56, 7.65. At 1:40 pm the pod generated a hazard alarm and it was then removed.